Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked. Tandem technical support educated the customer in common causes of leaking cartridges (bag breaking or defective cartridge). Additionally, it was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl and large ketones due to a cartridge issue. Bg level was addressed by administering insulin via an insulin pen and water was consumed to address the ketone level. At the time of the report, the customer's bg level and ketone level had been resolved. Reportedly, the customer reverted to insulin pens for insulin therapy.